Manufacturer narrative:
The complaint cannot be verified due to a careless handling of the product. The soft component of the up button is damaged and restricted handling of the pump is a possible implication. As a result, moisture may enter the pump and damage the electronics. The buttons were tested successfully and the functionality fulfills the product specification. The mentioned condition with the quick bolus menu could not be reproduced. Display was successfully tested and it gave no evidence that a pixel is missing and led to a misinterpretation of the insulin amount.

Event description:
Reporter stated the display of the infusion device is damaged, and misinterpretation of the insulin delivery amounts is possible. Further, the infusion device automatically enters the quick bolus mode. The patient experienced blood glucose values of 40-270 mg/dl and switched to a replacement infusion device as treatment. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).